Event description:
A report was received that during a lead revision, the lead was explanted for an unknown reason. The patient was doing well following the procedure.

Manufacturer narrative:
The lead passed all tests including visual, x-ray, impedance, diameter, and electrode pitch test. Device exhibits normal device characteristics.

Event description:
A report was received that during a lead revision, the lead was explanted for an unknown reason. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient's lead was explanted due to physician's preference.